Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 years after the initial surgery (incisional robotic hernia repair), it was noted that there was a midline tear in the mesh. Damage was 10x15cm swiss cheese defect. Patient had undergone second operation and a second piece of mesh was used.